Manufacturer narrative:
The manufacturer did not receive devices for review but it is mentioned by complainant that it will be returned. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was noticed at random quality check during set assembly that the head of the titanium screw threaded head 2.7 x24mm does not sit flush to plate surface. It was further reported that it would cause tissue irritation. The failure was reported for (B)(4) pieces.

Manufacturer narrative:
It was noticed at random quality check, during set assembly, that the head of the titanium screw threaded head 2.7 x24mm did not sit flush to plate surface. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: one picture was provided. On the picture it could be seen that the screw head could not be fully inserted into the plate hole. Devices analysis: visual examination: all returned devices did not show any damages or deformations. The majority of delivered screws was not used and still packed in the pouches. Several measurements were taken on the delivered screws. The measurement showed that all measured screws were within the drawing specifications. A functional relationship analysis was performed. The specified tolerances on the appropriate drawings (screw and tapped bore of the plates) showed that an overlap of the screw head to the plate is acceptable by maximal (B)(4) mm. In addition a measurement of overlapping was performed, the test showed that all measurements meet the acceptance criteria of (B)(4) mm overlapping. Conclusion summary: all measured screws met the acceptance criteria and were within the product drawing specification. The functional relationship analysis (fra) showed that an overlap of the screw to the head is allowed by a maximum of (B)(4) mm. The results of the measurement of the actual overlap were all under (B)(4) mm and therefore within the permitted tolerances of the fra. Based on the performed investigation no failure/malfunction of the returned screws could be identified. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).